Event description:
Received information regarding a cartridge alarm 25 during the load process. Customer's blood glucose level was 181 mg/dl. The customer was able to resume insulin therapy with the same cartridge.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.